Event description:
Kimberly-clark mic-key low profile gastrostomy feeding tube -lot aa9076f24 & ref 0120-14-1.0- that was placed on my son in 2009, leaked and got displaced from his stoma site the following month, resulting in stomach contents emptying out. I managed to plug the stoma site with a gauze to stop the contents from further emptying. I refilled the balloon with 10ml of water and found it to leak from the balloon port area. The doctor had told us that the water in the retention balloon needs to be checked once in 6 weeks. Dates of use: 2009. Diagnosis or reason for use: tube feeding. Event abated after use stopped or dose reduced: yes.